Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, a diagnostic anomaly was observed. During follow-up in (B)(6) 2016, longevity was 2.6 years to eri and now it was 9.3 months after three months. It was determined that the estimate on (B)(6) 2016 was inaccurate and much longer than it should have been. It was confirmed that the current longevity estimate of 9.3 months was accurate based on analysis of the most recent session record. The patient will continue to be monitored.